Event description:
It is reported that the customer had high blood glucose levels of 160 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. Unit received with cracked case at display window corners. Unit received with scratched lcd window.